Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforation (fallopian tube(s))/ migration of essure device location of device: tubes'), uterine perforation ('perforation (uterus) / malposition of essure device : uterus'), diverticulitis ('diverticulitis, infection (other); describe: diverticulitis') and pulmonary thrombosis ('blood or heart disorder/condition type: blood clot lung') in a 21-year-old female patient who had essure (batch no. 20205787,20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, borderline personality disorder, cardiomyopathy, hypoglycemia, anxiety attack and diverticular perforation. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), adhesion ("reproductive system disorder or condition type of disorder or condition: adhesive disease"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diverticulum ("diverticulosis"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient was found to have hormone level abnormal ("hormonal changes describe: cranky") and experienced hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), premature menopause ("early onset of menopause") and loss of libido ("I don't have the urge to sex"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergic oedema ("allergic or hypersensitivity reaction type: swelling"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), skin infection ("infection (other); describe: scar tissue"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition : anxiety"), nausea ("nausea"), abdominal pain ("abdominal pain"), procedural pain ("left side was very painful during placement"), fatigue ("fatigue"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst"), perineal pain ("perineal pain"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((B)(6) 2018; bilateral salpingectomy, hysterectomy with bilateral salpingectomy and colectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, pulmonary thrombosis, vaginal haemorrhage, menorrhagia, allergic oedema, urinary tract infection, skin infection, post-traumatic stress disorder, anxiety, migraine, headache, adhesion, nausea, allergy to metals, dysmenorrhoea, dyspareunia, abdominal distension, diverticulum, abdominal pain, procedural pain, hormone level abnormal, hot flush, female sexual dysfunction, fatigue, premature menopause, endometriosis, ovarian cyst, loss of libido, perineal pain, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adhesion, allergic oedema, allergy to metals, anxiety, diverticulitis, diverticulum, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, loss of libido, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, perineal pain, post-traumatic stress disorder, premature menopause, procedural pain, pulmonary thrombosis, skin infection, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion and removal date provided as (B)(6) 2011 and (B)(6) 2012 (discrepancy noted) she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion;. Lot number: 20205787 manufacture date: 2009-08 expiration date: 2012-08. Lot number:20214171 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received : events- "hormonal changes describe: cranky, hot flashes, apareunia (inability to have sexual intercourse), perforation (fallopian tube(s))/ migration of essure device location of device: tubes, perforation (uterus), fatigue, early onset of menopause, endometriosis, ovarian cyst, I don't have the urge to sex, perineal pain, vaginal discharge, stomach pain", reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), diverticulitis ('diverticulitis, infection (other); describe: diverticulitis') and pulmonary thrombosis ('blood or heart disorder/condition type: blood clot lung') in a 21-year-old female patient who had essure (batch no. 20205787,20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, borderline personality disorder, cardiomyopathy, hypoglycemia, anxiety attack and diverticular perforation. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), adhesion ("reproductive system disorder or condition type of disorder or condition: adhesive disease"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diverticulum ("diverticulosis"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergic oedema ("allergic or hypersensitivity reaction type: swelling"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), skin infection ("infection (other); describe: scar tissue"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition : anxiety"), nausea ("nausea"), abdominal pain ("abdominal pain") and procedural pain ("left side was very painful during placement"). The patient was treated with surgery ((B)(6) 2018; bilateral salpingectomy and colectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pulmonary thrombosis, vaginal haemorrhage, menorrhagia, allergic oedema, urinary tract infection, skin infection, post-traumatic stress disorder, anxiety, migraine, headache, adhesion, nausea, allergy to metals, dysmenorrhoea, dyspareunia, abdominal distension, diverticulum, abdominal pain and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adhesion, allergic oedema, allergy to metals, anxiety, diverticulitis, diverticulum, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, procedural pain, pulmonary thrombosis, skin infection, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion; lot number: 20205787 manufacture date: 2009-08 expiration date: 2012-08. Lot number:20214171 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), diverticulitis ('diverticulitis, infection (other); describe: diverticulitis') and pulmonary thrombosis ('blood or heart disorder/condition type: blood clot lung') in a (B)(6) year-old female patient who had essure (batch no. 20205787,20214171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, borderline personality disorder, cardiomyopathy, hypoglycemia, anxiety attack and diverticular perforation. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), adhesion ("reproductive system disorder or condition type of disorder or condition: adhesive disease"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and diverticulum ("diverticulosis"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pulmonary thrombosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergic oedema ("allergic or hypersensitivity reaction type: swelling"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), skin infection ("infection (other); describe: scar tissue"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), anxiety ("psychological or psychiatric problems condition : anxiety"), nausea ("nausea"), abdominal pain ("abdominal pain") and procedural pain ("left side was very painful during placement"). The patient was treated with surgery ((B)(6) 2018; bilateral salpingectomy and colectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pulmonary thrombosis, vaginal haemorrhage, menorrhagia, allergic oedema, urinary tract infection, skin infection, post-traumatic stress disorder, anxiety, migraine, headache, adhesion, nausea, allergy to metals, dysmenorrhoea, abdominal distension, diverticulum, abdominal pain and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adhesion, allergic oedema, allergy to metals, anxiety, diverticulitis, diverticulum, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, procedural pain, pulmonary thrombosis, skin infection, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received : lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), swelling, infection (bladder/urinary tract/vaginal) type: uti, infection (other); describe: diverticulitis; scar tissue, psychological or psychiatric problems condition: ptsd; anxiety, migraines / headaches, adhesive disease, blood or heart disorder/condition type: blood clot: lung, nausea, nickel allergy, dysmenorrhea (cramping), left side was very painful during placement, dyspareunia (painful sexual intercourse),pelvic pain, gastrointestinal or digestive system condition type: bloating; diverticulosis, diverticulitis, abdominal pain" were added. Lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.